Event description:
After received implant sheets, it was discovered that the patient had a components implanted on (B)(6) 1993 and a revision on (B)(6) 2003.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 2481-3-040, lot # unk description: mrs fem w/male-fe taper 40 bd cat # 6475-3-933, lot # unk description: tibial comp kin hinge knee cat # 6475-3-940, lot # unk, description: krh standard axle; cat # 6475-3-942, lot # unk, description: krh bumper; cat # 6475-3-944, lot # unk, description: krh bushing standard; cat # 6475-3-946, lot # unk, description: tib/bearing 8mm thick for; cat # 6475-3-956, lot # unk, description: tib/bearing 16mm thick for; cat # 2475-3-492, lot # unk, description: krh knee reduced ht. Bumper 6mm. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Explanted 10 years ago.

Manufacturer narrative:
The patient is 64 inches in height. An event regarding revision for an unspecified reason involving an mrs femoral component was reported. The event was not confirmed. The reported revision surgery is confirmed based on the implant sheet that was provided, however the reason for the revision is unknown. It is likely that the procedure is associated with a routine revision procedure for replacement of poly components a 10 years after the original surgery. Further relevant information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
After received implant sheets it was discovered that the patient had a components implanted on (B)(6) 1993 and a revision on (B)(6) 2003.